Event description:
It was reported that the syringe from the "medline hand injection kit detaches itself" causing the "risk of air potentially injected into coronary artery causing air embolism." The customer reported "defect found and new equipment used" and "no injury."

Manufacturer narrative:
It was reported that the syringe from the "medline hand injection kit detaches itself" causing the "risk of air potentially injected into coronary artery causing air embolism." The customer reported "defect found and new equipment used" and "no injury." No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.